Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that the her onetouch ultramini meter displayed inaccurate high results compared to feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged meter inaccuracy began on (B)(6) 2018 at 10:27 pm, when she obtained an alleged high blood glucose reading of ¿272 mg/dl¿ with the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. The patient manages her diabetes with insulin self-adjuster (type not specified) and confirmed taking her usual insulin medication, in response to the alleged high result. The patient reported that on an unspecified time after the alleged issue began, she developed symptoms of ¿passed out¿ and on (B)(6) 2018, at 2:35 am, she woke up feeling ¿sweaty¿ and having ¿blurry vision¿. The patient denied receiving medical treatment in response to the alleged symptoms and confirmed using her usual medication afterwards. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure and that the patient¿s test strips had been stored correctly and were within expiry date. The patient did not have control solution to test the meter and the strips. Replacement products, including control solution, were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after taking an unspecified dose of insulin based on the alleged inaccurate high results obtained with the subject meter.